Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation that was not resolved with reprogramming. During explant of the lead, the distal tip of the lead detached and passed through the cardiopulmonary circulatory system and lodged in the patient's lung. The remaining portion of the lead was explanted. The local field representative reported that it appeared to the only the distal silicone tip of the lead that became detached. Another manufacturer's lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. A 925 millimeters (mm) segment of the lead was returned with the cathode conductor coils stretched and extending to 946mm. The tip section was not returned. Visual observation noted the presence of set screw marks on the lead terminal pin, the insulation was torn around the circumference 925 mm from the terminal pin, the distal segment including the tip electrode ring and the drug collar and silicone tip insulation were not returned. The cathode conductor coils were noted to be stretched and the lead conductors were pulled to the point of fracture. A slight separation between the anode ring and the insulation and the conductor coils in that area were noted to be stretched and dried blood/body fluid was noted in the lead lumen. Laboratory analysis confirmed that the tip was separated from the lead and was not returned. Analysis noted that it appeared that the lead tip most likely became stuck on something within the vasculature and the force required to remove the lead exceeded the strength of the lead in that area.